Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in critical override and disconnect mode. The field service engineer (fse) noted that the device was moved away from the wall, and it was found that the network cable had been unplugged. The fse reconnected the network cable to the device, and communication was restored. Although the override icon remained visible on the screen, the customer was informed that it would disappear after some time, depending on the facility¿s settings. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
Correction: section h imdrf annex c grid , imdrf annex d grid

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was offline. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.